Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for critical pump error. The customer¿s blood glucose was unknown. Customer reports they received a critical pump error image on the pump screen after insulin pump was bumped. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with a critical pump error an pump error 35 found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.